Event description:
It was reported that during ischemic ventricular tachycardia cardiac ablation with an octaray catheter, the patient experienced pericardial effusion treated with cardiac aspiration. During the access process of the procedure while positioning the cs (coronary sinus) catheter and then doing the transseptal, the patient¿s bp (blood pressure) dropped. An ultrasound was done, and it was confirmed the patient had a pericardial effusion treated with pericardial aspiration. The patient hemodynamics improved. The doctor suspected the wire used to cannulate the cs perforated the posterior wall. None of the j&j products used in the procedure was suspected to be the cause. The surgery was not delayed due to the reported event. The procedure was successfully completed. The patient was transferred to cardiac ICU and had already been in the ICU before the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31595284l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).